Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient described the area as red, with an open painful sore. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cortisone cream for the open wounds. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.